Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial folds, marionette lines, and oral commissures with juvéderm® volift¿. Five months later, the patient experienced ¿granulomas.¿ biopsy was not provided.